Manufacturer narrative:
.

Event description:
Additional information reported that the patient called and wanted reprogramming on (B)(6), 2014 to get better toe coverage. Follow up information received on april 14, 2014 reported that the patient met with the manufacturer's representative on april 14, 2014 and did not need reprogramming. It was noted that they just activated their adaptive stimulation feature as they had been in the conventional stimulation mode for a while. It was reported that the patient was doing very well and "loves" their stimulation and was happy. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: 2013-(B)(6), product type lead, product ID 977a260, serial# (B)(4), implanted: 2013-(B)(6), product type lead, product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 97754, serial# (B)(4), product type recharger, product ID neu_sleeve/anchor, explanted: 2014-(B)(6), product type accessory. Product ID neu_sleeve/anchor, explanted: 2014-(B)(6), product type accessory. (B)(4).

Event description:
It was reported the patient had stimulation/therapy issues which was stimulation in the wrong location. It was reported surgical intervention occurred today with a pocket revision. It was reported the patient wanted better foot coverage so the hcp removed anchors, and pulled the leads down. It was reported the patient got optimal coverage and the battery was also moved further to the front /lateral for it to be easier for the patient to reach. It was noted the patient was doing well. Additional information received reported the rep called the patient to confirm appointment. It was reported the patient was "doing amazing and walking all over". It was reported the patient "cold" the appointment. Additional information received reported the cause of the pocket revision was the patient was not "feeling in feet" as well as he wanted "after reprogramming". It was noted the patient had a left shoulder injury and was not able to reach back to stimulator so they requested to have the pocket moved. It was noted impedances were within normal limits at pre-op and post-op/follow up appointments.